Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report air embolism, leak,and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve; however, after several grasping attempts, the clip could not grasp the leaflets. Then echography showed a white spot in the left atrium. It was determined that the saline bubbles were in the left atrium and air had entered the left ventricle. The flush bag that was connected to the cds was observed to be completely empty which indicated a continuous flow throughout the procedure was not performed per the instructions for use. The physician stated it is unknown what caused the flushing bag to get emptied so quickly. It was possible that the cds had a leak, but this cannot be confirmed. The air was aspirated, and the patient is stable. A decision was made to abort the procedure. No clips were implanted, and mr is 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the positioning failure appears to be related to patient morphology/pathology and due to the wide coaptation gap. A cause for the reported leak/splash without the device to analyze, cannot be determined. It should be noted that the mitraclip instructions for use (IFU) warns "heparinized saline flush should be continuous throughout the procedure." The improper or incorrect procedure or method is associated with not maintaining a continuous flow of the heparinized saline throughout the procedure. The reported air embolism was due to the user error/procedural circumstances. The reported patient effect of emboli (air) as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na